Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4-5 weeks prior to contacting lfs. The patient reported a blood glucose result in the ¿60s mg/dl¿ with the subject meter and in the ¿20s mg/dl¿ with another device, performed greater than 30 minutes of each other. The patient manages her diabetes with metformin pills. The patient continued to administer her usual dose of medications. At an unspecified time after the start of the alleged issue, the patient claimed she ¿passed out¿ and was brought to the emergency room (ER). The patient obtained a blood glucose result of ¿23 mg/dl¿ with the ER/ hospital meter. The patient was treated with glucose tablets/ glucose gel. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the lay user/patient¿s meter has been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.